Event description:
As reported to coloplast though not verified, the patient experienced erosion of the vaginal wall, pain, infection, dyspareunia, and incontinence. A failed corrective surgery was completed in (B)(6) 2008. She was advised that further surgery is needed.

Manufacturer narrative:
Coloplast has not been provided any corroborating medical evidence to verify this report.